Manufacturer narrative:
Continuation of d10: product ID: unknown, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire appeared stuck; however, it was able to move. Between treatments of the left superior pulmonary vein (lspv) and the left inferior pulmonary vein (lipv), the guidewire became stuck. The catheter and guidewire were removed from the patient, and a fibrin-like substance had adhered to the location where the wire spring extended. The guidewire was replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.